Manufacturer narrative:
Hamilton medical ag case number is(B)(4). Field d4: UDI information was not provided as the device was manufactured before 2015 and it has not been a requirement at that time.

Event description:
The following was reported to hamilton medical ag: tf 431002. Blower disconnected. During test in service software mode found nebulizer valve test failed. Found the problem during checking the machine before connecting to the patient. No patient involvement.